Manufacturer narrative:
The patient's exact age is unknown, but is (B)(6). The complainant was unable to provide the device lot number; therefore, the device manufacture date and expiration date are unknown. (B)(4) relates to (B)(4) for the issue of guide catheter broken. The device has been received; however the evaluation has not yet been completed. If there is any further relevant information, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a flexima biliary stent system was used during a stent placement procedure in the bile duct of a patient (patient age, sex, and weight are unknown). During the attempt to deploy the stent, the suture became tangled with the stent. The physician was able to deploy the stent, however the guide catheter stretched and broke as the force was used to deploy the stent. The procedure was successfully completed with no reported patient complications. The patient was reported to be in good condition after the procedure. Unsuccessful attempts have been made to obtain additional information. If additional information is received regarding this event, a supplemental medwatch will be submitted to report this information.

Manufacturer narrative:
The returned product comprised of the delivery system and a guidewire. A visual evaluation of the returned device revealed that the suture hole was slightly torn. The guide catheter was stretched and broken near the proximal end. The broken distal piece of guide catheter remained inside the delivery system however; the guidewire was not stuck on the broken guide catheter. The outer diameter of guidewire assembly measured approximately 0.024". Per the directions for use (dfu) a 0.035" guidewire should be utilized with the device. There was no damage to the guidewire. The stent and suture were not returned for evaluation. Based on the condition of the returned device and the details of the event, the most probable root cause for this complaint is user/use error.

Event description:
It was reported to boston scientific corporation that a flexima biliary stent system was used during a stent placement procedure in the bile duct of a patient (patient age, sex, and weight are unknown). During the attempt to deploy the stent, the suture became tangled with the stent. The physician was able to deploy the stent, however the guide catheter stretched and broke as the force was used to deploy the stent. The procedure was successfully completed with no reported patient complications. The patient was reported to be in good condition after the procedure. Unsuccessful attempts have been made to obtain additional information. If additional information is received regarding this event, a supplemental medwatch will be submitted to report this information.